Event description:
It was initially reported by the company rep that his handheld serial cable was not working properly. He was able to rule out other products as the problem. Serial cable was returned for analysis. Analysis was completed on the cable and the reported allegation was verified. The blue wire from the cable was not soldered to the correct transceiver pcb pad. Once the wire was soldered onto the correct pad, the serial cable was able to establish communication between the handheld and the wand. No further anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a serious injury or death.